Event description:
AED does not recognize pads cartridge, issue not resolved by replacement of pads cartridge. No pt use is associated with this event.

Manufacturer narrative:
(B)(4). Device evaluation pending device return.